Manufacturer narrative:
Serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of no external power events was confirmed via analysis of the submitted log file. The log file contained approximately 2 days of data (07may2022 ¿ 09may2022 per the timestamp). A no external power, low voltage hazard and power cable disconnect alarms were active on 09may2022 from 4:39:42 to 4:39:53 due to a loss of ac power while connected to the mpu; the alarms resolved when ac power was restored to the mpu. The system controller backup battery supplied power to the system and pump function was not affected during the loss of external power. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. Multiple requests for additional information were made to determine if the ac power cord had a v-lock connector, if the ac power cord was disconnected from the wall outlet or from the back of the unit, and if there were environmental circumstances that resulted in interruptions of ac power at the patient¿s home when the alarms were active; however, no response was received. The mpu was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, low voltage hazard and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. The heartmate 3 patient handbook (rev. C) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records of the mpu could not be reviewed as the serial number is unknown. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review captured a power cable disconnect/low power hazard on (B)(6) 2022 while the patient was connected to the mobile power unit. This was caused by power to the mpu being briefly interrupted.